Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. Were made. The reservoir was visually inspected, and leak tested. The reservoir kink resistant tubing (krt) was worn to the filament. The reservoir passed the leak test. The pump was visually inspected, and leak tested. The pump passed visual inspection and there were no visual damages or abnormalities found. The pump passed the leak and functional tests. Both cylinders were visually inspected, and leak tested. Both cylinders were visually inspected, and leak tested. Both cylinders passed visual inspection and there were no visual damages or abnormalities found. Both cylinders passed the leakage test. Based on the information available and analysis results, the reported inflation issue and fluid loss were unable to be confirmed and the cause was not established.

Event description:
It was reported that this inflatable penile prosthesis was removed as it would not inflate due to an unknown fluid leak. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was removed as it would not inflate due to an unknown fluid leak. A new inflatable penile prosthesis was implanted. No patient complications were reported.